Event description:
Patient's physician instructed her to make a report in receipt of her having a recall letter for the glucose monitoring device. She received the recall letter a few weeks previous. The device is the dexcom g7 receiver which the patient uses as a backup to the dexcom app that she uses regularly. The patient is experiencing some issues with the app going offline for no apparent reason and having inaccurate readings that are sometime 20 - 30 pts off her fingerstick.